Event description:
It was reported that pump experienced malfunction with malfunction code 16. The customer¿s blood glucose level displayed "high" but specific value was not provided. Customer gave correction insulin injection using multiple daily injections, planned to use multiple daily injections as backup insulin therapy, and did not require help from a third party, while technical support arranged replacement pump.